Event description:
Customer alleges unit started smoking after she plugged it in ac/dc adapter. No injury alleged.

Manufacturer narrative:
The consumer is a male whose age, height and weight are unknown. Consumer stated that the unit was purchased from (B)(4). The compressor allegedly started to smoke when plugged into the wall. The unit was replaced on (B)(4) and the damaged unit is to be returned to invacare for an inspection and evaluation.